Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced three infusion set cannula bent events within the last week (4-mar-2024). The event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level at the time of event was high (specific value unknwon) and patient resolved it with correction injection via multiple daily injection (mdi) followed by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: (B)(6).